Event description:
I received lasik eye surgery two years ago. Since that time, I have had three "touch-ups" due to poor results. These poor results include: blurred vision - dry, itchy eyes - a feeling that something is "in there", extreme sensitivity to light - fear of night driving.